Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient was unable to connect with their ipg following an unrelated procedure. Troubleshooting was unable to resolve this issue. Surgical intervention may be pending to address this issue.